Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous left anterior descending artery (lad). A 2.75x28mm promus element stent was advanced to the lesion. While deploying the stent, the physician noticed a dissection in the mid lad. A 2.75x20mm promus element stent was deployed overlapping the first stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.